Manufacturer narrative:
A review of the mfg paperwork is being conducted.

Event description:
On (B) (6) 2007, this pt was implanted with gore excluder aaa endoprosthesis. F/u up angiography on (B) (6) 2008, revealed a type ib endoleak. Cat scan on (B) (6) 2008, confirmed continuing endoleak. On (B) (6) 2008, a second procedure was performed whereby an add'l contralateral leg component was implanted in addition to coil embolization. The pt tolerated the procedure.